Event description:
Event description guidant received information that this left ventricular lead has an impedance greater than 2000 ohms with no capture. A chest x-ray noted a kink in lead. During a lead revision, the lead was damaged (in two pieces) during removal. The kink could still be observed. Both pieces of the lead have been returned for analysis.